Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced insulin flow blocked alarm on (B)(6) 2024 as the insulin exits greater than normal resistance with plunger push. No further information available.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united states.